Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and customer alleges the insulin pump for under delivery of the insulin. The customer's blood glucose level was 260 mg/dl at the time of the incident. The customer's current blood glucose level was 477 mg/dl. The customer was treated by the manual injections. The customer was assisted with the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Device delivered a bolus properly. No under delivery anomaly noted. Device was received with missing end cap sticker.